Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and met release criteria. After successfully releasing the closure device the physician noted that there was a pericardial effusion. The physician performed a pericardiocentesis and drained 860cc of fluid from the patient. This fluid was taken off and auto-transfused back into the patient. The patient remained stable and was doing fine following these events.